Event description:
It was reported that the during a photoselective vaporization of the prostate procedure, the fiber switched from side firing to front firing. The procedure was completed using another fiber. There were no patient complications.